Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed damage to the channel tube preventing forceps insertion, which most likely occurred due to component failure associated with stress-related degradation. Moreover, the investigation also confirmed the e217 scope error, which was most likely attributed to an electrical component failure. In addition, white foreign material within the air/water cylinder and air/water tube was identified as silicone-based residue/deposits, which may be associated with the use of silicone-containing products such as simethicone or silicone/oil-based lubricants that can remain within the channel even following reprocessing performed in accordance with the IFU; however, a definitive root cause could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited damage to the channel tube preventing forceps insertion, an e217 scope error due to a scope ID data error, and foreign material (white) identified within the air/water cylinder and tube. There were no reports of patient involvement.